Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a 20039e sample from lot 20096934 was received for investigation inside opened packaging; residual fluid was identified within the sample. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the returned sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to a 50ml bd plastipak syringe from retained stock and flushing with fluid; no occlusion or flow restriction was observed during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096934 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product was not returned to assist the investigation and therefore it is not possible to determine if it may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20039e product.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: can¿t priming.